Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys estradiol iii assay (e2) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as > 3000 uiu/ml. The sample was repeated, resulting as 1886 uiu/ml. Both values were reported outside of the laboratory. The patient was not adversely affected. The e2 reagent lot number was 173998. The reagent expiration date was asked for, but not provided. The field service engineer determined that a new reagent pack was in use since 9 a.m. On (B)(6) 2017. He considered that there may have been bubbles/foam on the reagent surface. He checked the instrument and adjusted the probe, mixer, and the reagent open/close mechanism. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be improper handling of the reagent or system reagents, or contamination of the environment with the analyte.